Manufacturer narrative:
Medical device type: an additional medical device type code included for this product is fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a retraction issue -failed to retract, and one device was involved in a dirty needle stick injury after use. The health care worker who received the dirty needle stick injury has undergone unspecified testing, and will receive the same testing three months after the incident. There is currently no information available regarding the outcome of the completed screening. The following information was provided by the initial reporter: two types of issues are happening, one is that needle is not retracting fully and the other is the leakage from the chamber. One hcw has been reported with nsi due to needle not fully retracted and they reported in institutes internal reporting system srs (safety reporting system). The hcw has been tested now and will be repeated in 3 months as per institute internal policy.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage and retraction issue with the incident lot was observed. Additionally, evaluation of the customer samples was performed and leakage and retraction issue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. # 891335 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets experienced a retraction issue -failed to retract, and one device was involved in a dirty needle stick injury after use. The health care worker who received the dirty needle stick injury has undergone unspecified testing, and will receive the same testing three months after the incident. There is currently no information available regarding the outcome of the completed screening. The following information was provided by the initial reporter: two types of issues are happening, one is that needle is not retracting fully and the other is the leakage from the chamber. One hcw has been reported with nsi due to needle not fully retracted and they reported in institutes internal reporting system srs (safety reporting system). The hcw has been tested now and will be repeated in 3 months as per institute internal policy.